Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed the cassette not attached error and the downstream occlusion seal was damaged. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
H3; one device was received for evaluation. There was no service history within last twelve months. The review of the event history log identified multiple occurrences of high alarm displayed: "cassette not attached properly". The reported issue was duplicated through visual inspection and the downstream occlusion (dso) and upstream occlusion tests. The root cause of the issue was a defective dso sensor. The device passed the dso and uso tests after repair.